Event description:
This event was reported as aortic insufficiency with calcium on one leaflet. One of the leaflets had a tear and hole with some spicules of calcification around it. No further info was provided.